Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-06 additional information was received from the patient. The patient stated that this issue started years ago. The patient stated that the device needed to be adjusted every time they had an MRI even though they turned the device off. The patient stated they need several mris per year due to them being a cancer patient. The patient stated that they were scheduled to have a new unit implanted the following week.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their therapy effectiveness changed following multiple MRI procedures. They noted improvement after device reprogramming, with only partial improvement after subsequent adjustments, and believed the device was no longer be functioning optimally.  They also reported that the therapy currently provided benefit for bladder symptoms but not for bowel symptoms.